Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address or serial number label, scratched keypad overlay and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 507 mmol/l. Customer reported that insulin pump is dead, he has changed the battery and it won't come on. Customer reported that he gotten off work and went home and went to bolus and the screen was blank, he changed the battery and the screen is still blank. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.